Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 7f exoseal vascular closure device (vcd) did not change color and came out as it was. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. It was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. No visible signs of device or package damage were observed prior to use. Regarding the puncture femoral site, the suitability of the femoral artery was verified on angiography, including an insertion angle of 30-45 degrees for the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, with no visible calcium/plaque, vessel tortuosity, or stenosis >50% at or near the puncture site. There was no stent near the puncture site, and the target femoral site had not been previously closed with any closure device or manual compression within 30 days of the procedure. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. During use, there was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window during retraction. The indicator wire loop was showing when the device was removed from the patient and there was no anomalies noted to the loop. The device is not being returned for evaluation because it was discarded.

Manufacturer narrative:
As reported, the visual indicator window of a 7f exoseal vascular closure device (vcd) did not change color and came out as it was. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. It was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. No visible signs of device or package damage were observed prior to use. Regarding the puncture femoral site, the suitability of the femoral artery was verified on angiography, including an insertion angle of 30-45 degrees for the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, with no visible calcium/plaque, vessel tortuosity, or stenosis >50% at or near the puncture site. There was no stent near the puncture site, and the target femoral site had not been previously closed with any closure device or manual compression within 30 days of the procedure. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. During use, there was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window during retraction. The indicator wire loop was showing when the device was removed from the patient and there was no anomalies noted to the loop. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18302313 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.